Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was visiting a friend at the hospital and started to feel unwell, had a headache and nausea. The cgm reading was 112 mg/dl, but when a fingerstick was taken the blood glucose reading was 363 mg/dl. The patient went to the emergency room and was treated with intravenous insulin, saline, fluids, and compazine. The patient was discharged after 2 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.